Manufacturer narrative:
(B)(4). The device involved in this incident is in the process of being evaluated. A follow up report will be submitted upon completion of the evaluation. A batch review of the lot involved has been requested. A follow up report will be submitted upon completion of the batch review.

Event description:
Baxter-(B)(4) received a customer report involving 2 units of the device observed to have over infused during patient use. No injury or medical intervention is associated with this incident. The device infused 12 hours earlier than expected. The device were filled with 240 ml of 5-fu and naci.